Event description:
Physician was performing a carotid endarerectomy and using a surgipro 5-0 cv-11 while sewing in patch, after 3rd pass the suture frayed. This is not the first occurrence with this suture. It did not delay the case. There was not any patient harm. Nothing fell into the cavity and or had to be retrieved from the field. No patient harm.